Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed a visual inspection; and found snap-cap detached from reservoir¿s barrel and found snap-cap/septum attached to transfer guard. Unable to pre-fill. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had leak at reservoir barrel. The customer¿s blood glucose level was 133 mg/dl. Customer also reported that the barrel was broken. Customer to use another reservoir. Customer was advised to return the reservoir and transfer guard. The reservoir will be returned for analysis.